Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05612. It was reported that ring electrode of lh lead fractured was observed. The lead was explanted and replaced during device upgrade for biv ICD. The leads were discarded, and the patient is recovering.

Event description:
New information notes that the lh lead was fractured, and the rv lead was elective replaced for a defibrillator lead due to clinical patient indication change. The patient condition was stable.